Event description:
Related manufacturer reference number# 3006705815-2019-02042. It was reported the patient experienced lead migration. Reportedly the patient reported multiple falls. As a result the patient underwent surgical intervention wherein both leads were explanted and replaced which resolved the issue.